Event description:
It was reported that the customer had a motor error alarm during prime and no delivery alarm on the insulin pump. The customer's blood glucose level was 97 mg/dl. The customer stated that they do set change and kept getting motor error and then get no delivery alarm. The troubleshooting was performed. The customer insulin pump need to replaced. The patient was advised to disconnect use of the insulin pump and revert back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.